Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The check valve assembly was replaced to resolve the issue. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date.

Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
It was reported that there was a malfunction resulting in check valve failure causing oxygen leak. There was no patient involvement.